Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complaint was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (device codes): imdrf device code a050702 captures the reportable event of device failure to cut.

Event description:
It was reported to boston scientific that a captivator cold snare was used in the colon for a polypectomy removal procedure, performed on an unknown date. During the procedure, the snare failed to cut the polyp. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event.